Event description:
The customer reported that the t:slim x2 pump battery no longer charged despite attempts with different charging cables and wall adapters. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer on returning the faulty device. The customer continued to use the pump for insulin therapy.